Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead due to a possible spring contact issue. Which led to the patient hearing beep tones from the device. Troubleshooting options were discussed and recommended. Then the patient is going to be monitored. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead due to a possible spring contact issue. Which led to the patient hearing beep tones from the device. Troubleshooting options were discussed and recommended. Then the patient is going to be monitored. Subsequently, a revision procedure was performed and the ICD and rv lead were successfully explanted and replaced. No additional adverse patient effects were reported.